Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a magellan safety needle. The customer states that an employee gave an injection to the patient using a subcutaneous heparin needle. After giving the injection, she proceeded to advance the safety device. The plastic device broke off the syringe and her left thumb was poked by the exposed needle. She quickly expressed blood from her thumb and washed her thumb with soap and was then seen in the emergency department.

Manufacturer narrative:
A device history record review of the reported lot number confirmed that the product was produced accomplishing quality requirements and released according to established procedures. There were no samples received for evaluation. Because a sample was not available for evaluation, a root cause analysis could not be conducted to determine the root cause of this reported issue. If samples are received at a later date, this complaint will be re-opened and the investigation continued. A possible root cause may be due to a molding issue which can cause the hinge to not function properly. Another possible root cause can be due to damage to the safety shield during material transport. Control mechanisms are in place to prevent the occurrence and acceptance safety shield issues during the assembly processes. The outside vendor is required to validate the molding and safety needle assembly processes prior to the acceptance of safety needle assemblies in order to ensure component quality. The manufacturing plant maintains material verification processes. The safety needle assembly must pass a certification review before the safety needle assemblies are released to the floor for production. All lots of hypodermic needle tubing meet the requirements defined in the international standard stainless steel needle tubing certification for manufacture of medical devices. Procedures and work instructions exist for the proper handling of components and the operation of the syringe assembly and packaging machine. Personnel are trained and certified in the operation of the assembly and packaging equipment, product evaluation and documentation requirements. Production associates are required to conduct visual and physical evaluations of assembled and packaged product at defined intervals during the assembly process and cannot release product unless the required acceptable quality level has been met per the specification. A corrective action is not required at this time. Based on the information available and the investigation findings, a corrective and preventative action (CAPA) is not deemed necessary at this time. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded. (B)(4).